Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not reveal any obvious defects. Functional testing was performed by inflating the cuff using a syringe and submerging unit completely in water to detect for leakage. No leak or defect found during testing. Unable to confirm the reported issue.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that listed device had been in use for 2-3 days when cuff leakage caused ventilator to alarm. Cuff was checked and tube changed to a new one. It is unknown if the cuff was leak checked prior to use. Patient involved in this event died. Cause of death details have been requested but event is currently under investigation.